Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure, the herculink balloon ruptured. There was no adverse pt effect reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.